Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system, and gore® dryseal flex introducer sheaths as accessories. There was a resistance while inserting a 22fr sheath from the left femoral artery. The physician did not advance the sheath beyond the diaphragm (reason is unknown). Subsequently, the initial ctag was delivered but got caught at a flexion point and could not be advanced properly. An attempt was made to retract the ctag back into the sheath, but it was unsuccessful. A 18fr sheath and a trilobe balloon were advanced from the right femoral artery. The trilobe balloon was expanded within the aneurysm to create an anchor balloon. The delivery of the initial ctag was still challenging but it went successful, and it was deployed. The second ctag was then delivered, but again it was difficult to advance. Eventually, it was advanced using the anchor balloon and deployed distal to the initial ctag. Additionally, localized dissections were observed in the abdominal aorta and the left external iliac artery via access angiography. The dissection in the left external iliac artery was attributed to the 22fr sheath, but it was unknown that which sheath had caused the abdominal aorta dissection. A bare metal stent was placed from the left common iliac artery to the left external iliac artery as a treatment. No treatment was performed for the dissection in the abdominal aorta and it will be monitored. The patient tolerated the procedure. Physician's comment: ¿the dissection in the left external iliac artery was anticipated due to the narrow access vessel. The abdominal dissection likely occurred due to stress at some point when the device was pushed with large sheaths inserted from both femoral.¿

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: IFU statements the dryseal sheath device instructions for use (IFU) were reviewed with respect to the complaint detail for the applicable region and time period, and the following IFU statements were identified in relation to device size selection. Warnings on applicable subjects (patients) 1. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) in accordance with the observation in CT image or angiography obtained by pre-operation / operation or visual observation obtained by operation is required to ensure successful use of gore® dryseal flex introducer sheath (flex). [If vessel size is smaller than the introducer sheath outer diameter (table 1) or if vessel is not adequate for access, major bleeding, vessel damage, or embolism, may result. Instructions for operation or use 2. Verify the vessel is of adequate diameter and tortuosity to accommodate the device.